Event description:
The report received from (B)(6) stating that the device was "heating up." The device was not being used in surgery. There was no reported pt or user injuries. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. Reliability engineering evaluated the devices, and the reported problem was confirmed for the device, which exceeded temperature specifications during testing. The unit was determined to have a damaged hall sensor and front end bearing. It was concluded that the damage had likely been caused by immersion, which is indicative of improper cleaning of the equipment. If additional information is received, a supplemental report will be sent.